Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing lcd with vertical rainbow lines followed by an unexpected intermittent beep alarm due to cracked lcd controller. No constant tone anomaly noted. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, cracked scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display and an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 5.2 mmol/l. The customer stated that the pump screen has been blank with a constant tone.